Event description:
It was reported that the procedure was to treat a 75% stenosis in the distal left anterior descending artery with mild tortuosity and mild calcification. After pre-dilatation was performed with a 1.5 and a 2.0 balloon, the 2.5 x 38 mm xience prime was advanced to the lesion. The xience prime stent delivery system (sds) was inflated at 4 atmospheres for 90 seconds, assuming that the stent implant would expand satisfactorily even at the low pressure. When the sds was being withdrawn into guide catheter resistance met and it was confirmed by angiography that the stent implant was still on the sds balloon. The sds could not be withdrawn into the guide catheter; therefore, the entire system was removed together. Once outside the patient, the stent implant was noted to be slightly loose on the sds balloon and the distal end of the stent was partially expanded. Two non-abbott stents were implanted at low pressure to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states that the nominal pressure for this device is 8 atm. Additionally, the IFU (deployment procedure section) instructs the physician to pressurize the device until the stent is completely expanded. Based on the reported information, the partial deployment occurred because of the inflation pressure used. The resistance noted during withdrawal occurred as a result of the partially deployed stent implant interacting with the guiding catheter.